Event description:
The following was reported to gore: on an (B)(6), 2009, the patient presented with an uncomplicated abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. On (B)(6), 2019, the endoprostheses were explanted due to aneurysm enlargement caused by a type ii endoleak and possibly endotension.

Manufacturer narrative:
A4: added weight. B5: updated. D: added device details.

Manufacturer narrative:
H6: code 213 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. H6: code 4112: the provided geprovas explant report was reviewed. The gore explant investigator provided the following summary of the observations: level 1 analysis: tissue present: yes. The abluminal surface of the device was partially to diffusely covered with dark red/brown and tan/yellow tissue. All lumens were widely patent with minimal tissue present. Contralateral leg endoprosthesis fragment (clf) was contained within the contralateral gate of the trunk ¿ ipsilateral leg endoprosthesis (tf), protruding distally. The distal ends of the clf and the tf ipsilateral leg were transected. The tf constraint sleeve was transected at both the proximal and distal ends. The proximal attachment suture line was still attached to tf main body. The main body of tf had a circumferential transection around approximately three quarters of the device, near the proximal end. Request for additional analysis: yes . Reason: to better understand the comment regarding potential endotension in the level 1 report, histopathologic sampling was requested and performed by geprovas. Histopathologic analysis: the low permeability layer was intact with no tissue infiltration/communication between the material (based on section sampled). The luminal eptfe interstices had amorphous protein with no nuclei present. The abluminal tissue had amorphous protein with small numbers of red cells. The abluminal tissue was most likely secondary to degraded thrombus. There was no evidence of transmural fluid passage in sections examined. Based on the level 1 analysis, all material disruptions (i.e., material transections), appear to be consistent with manipulation by surgical instruments (i.e., scalpel, scissors), likely used during the explant procedure. Based on the explant investigator¿s review of the reports, in conjunction with the conclusion of the geprovas investigators, no additional analysis is requested. H6: code 22: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, per IFU, adverse events that may occur and / or require intervention include but are not limited to endoleak and aneurysm enlargement.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, per IFU, adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
The following was reported to gore: on an unknown date in 2009, the patient presented with an uncomplicated abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2019, the endoprostheses were explanted due to aneurysm enlargement caused by a type ii endoleak and possibly endotension.